Event description:
The moldable plastic comes apart from the hard piece after 2 weeks of use. She doesn't know if its because she has cut it down to fit in the back or it something is wrong. Other brands and previous times using ours she has not had this problem. They can usually last 6 months.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause of actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.